Event description:
Reported due to difficult device deployment. On 02/21/2006, the physician attempted to place a xact stent in the right internal carotid artery (rica). The vessel was described as being five and a half(5.5) mm in size, moderately calcified and mildly tortuous. Reportedly, "the xact stent failed to deploy halfway requiring excessive amount of rotation to deploy the remainder of the stent." The stent was successfully deployed and the procedure was completed. There was no reported pt adverse event associated with the difficult device deployment. It is unk when the pt was discharged or if the incident prolonged his hosp stay. The pt's present status is also unk.